Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and they was difficulty passing into the left atrium. After the brockenbrough (bb) method, during passage through the fossa with wire guide, they attempted to insert the ablation catheter guide into the left atrium (la), but it was unsuccessful. Attempted to pass with a guide wire, but there was discomfort with the inserter during wire insertion. Upon checking outside of the patient, it was found that there was obstruction at the tip of the inserter. Although there was an obstruction at the tip of the vizigo short, it was possible to pass the inserter, so it was used as it was. The procedure itself was completed without issues and without patient consequence. Additional information was later received indicating there was no needle involved in the alleged event. There was no damage to the sheath or dilator. There was no occlusion when irrigating the sheath. There was no material causing the obstruction. There was visible damage on the guidewire.

Manufacturer narrative:
On 7-apr-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and they was difficulty passing into the left atrium. After the brockenbrough (bb) method, during passage through the fossa with wire guide, they attempted to insert the ablation catheter guide into the left atrium (la), but it was unsuccessful. Attempted to pass with a guide wire, but there was discomfort with the inserter during wire insertion. Upon checking outside of the patient, it was found that there was obstruction at the tip of the inserter. Although there was an obstruction at the tip of the vizigo short, it was possible to pass the inserter, so it was used as it was. The procedure itself was completed without issues and without patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Functional test for the reported issue and additionally a leak test were conducted. No damage or anomalies on the device were identified. The inserter and the guidewire were not returned for analysis, then; a good known inserter and a guidewire sample were used to perform the test and no obstruction or resistance was experienced. Additionally, the customer reported and intracardiac resistance. Due to this condition, a dimensional test was performed on the outer diameters of the sheath, and the results were found within specifications. Regarding the leak test, no physical damages were observed and no dislodgement, air leaks, bubbles, or other failures with the hemostatic valve were observed during the test. The issues reported by the customer were not confirmed, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The leak test performed during the analysis was due to a special investigation related to the hemostatic valve leak, and is unrelated to the event described by the customer. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the resistance and impedance issues reported. Investigation findings: no findings available (c20) / investigation conclusions: appropriate term/code not available (d17) was selected since the guide wire was not returned and could not be tested. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).